Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump was exposed to moisture and received a pump error 23 alarm(post-reset ram crc alarm) and there was a crack on the clip railing. The customer reported no adverse event. The event involved product(s) mmt-1881l. Troubleshooting was performed for the cosmetic damage and pump error alarm, the customer was able to clear the alarm and unable to complete the insulin pump rewind and the customer was advised to discontinue use of insulin pump and revert to the backup plan. Troubleshooting was also performed for the exposure to moisture no harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1881l was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received with constant pump error 38 during rewind, unable to perform the displacement test due to constant pump error 38 alarms. Selftest passed. Unexpected pump error 23 was not noted during testing. Successfully downloaded history files and traces using thump. Pump error 23 was not confirmed on the event date or two days prior from the event date. Multiple pump error 43 alarms were present in the pump history file on 04/12/2025 21:06:00.000 to 04/12/2025 21:24:18.000. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), pillowing keypad overlay, keypad overlay texture damage, cracked case at belt clip rail corner, peeling serial number-address label, and scratched case. No cracks on the belt clip rails noted. Moisture damage and rewind anomaly were confirmed during analysis. Pump error 23 and crack on the clip rail were not confirmed. Rewind anomaly, pump error 38, and pump error 43 were confirmed due to corrosion on the motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.